Event description:
During a thyroid procedure, the anvil burned, continuous tone, blade is black and too much heat on the blade. There was no reported pt consequence and procedure finished with like product. No further info available.